Manufacturer narrative:
Device evaluation: the device was returned for investigation, sample was received decontaminated inside a plastic bag. A visual inspection and functional test were performed. Visual inspection results: the sample didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Which could cause the failure mode reported. Functional testing: the 33 samples were filled with water; the samples were connected to the cadd legacy plus [cal. ID: (B)(4); due date: (B)(6) 2021] to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. Per trend review in no disposable alarm code an escalation to investigate this failure was initiated on (B)(6) 2021 under (B)(4) that is in corrective action phase. Root cause could not be determined and no actions were taken due to complaint was not confirmed. Lot number was not communicated and/or recorded for this device.

Event description:
It was reported that during the pre-use check, a pump-related alarm was issued -no disposable, clamp tubing-. The customer changed the cassette to another one, and the alarm was settled. No patient injury was reported.